Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). At the time of the report, the device breakage, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device breakage, genital haemorrhage, hypersensitivity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). At the time of the report, the device breakage, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered bladder disorder, cystitis, device breakage, genital haemorrhage, hypersensitivity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : case became valid and serious incident. Previously reported event of injury updated to pain. New events added ¿ bladder disorder, cystitis, device breakage, genital haemorrhage, hypersensitivity, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.